Event description:
The ventilator was return to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue.